Manufacturer narrative:
Date sent to the FDA: 04/01/2016. It was reported that the patient status is good.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that a patient underwent a laparoscopic vesicle procedure on (B)(6) 2016 and suture was used. The needle broke while suturing the umbilical aponeurosis and the right hypochondrium. No x-ray was performed and the piece of needle was not retrieved. The needle piece is located in the peritoneum. The patient was monitored postoperatively. Another like suture was used to complete the procedure. No patient consequence was reported.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed that the breakage occurred from mechanical deformation due to gripping, bending and overstressing of the needle. Conclusion: representative samples were returned for evaluation. Visual and functional examinations were performed and tested samples met requirements.